Event description:
It was reported that during a follow up, the atrial lead exhibited loss of sensing and capture and the impedance was out of range. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned; the electrical values resumed normal function. The patient was doing well after the procedure and would continue to be monitored.